Event description:
As reported by the user facility: reports the safety device on the end of the angiocath did not cover the tip of the needle when removed from the angiocath.

Manufacturer narrative:
(B)(4). (B)(4) is submitting a single report on behalf of b braun (B)(4) (the manufacturer) and (B)(4) (the importer). (B)(4). The actual device in the reported incident has not been returned for evaluation. Multiple attempts were made to contact the facility to obtain the actual device and lot number. Without the actual sample or lot number, a thorough investigation could not be performed. A historical review of the customer complaint database was performed and no adverse trends of this nature were identified. All available info was forwarded to the manufacturer. Because a sample was not returned and the lot number unknown, no specific conclusions can be drawn. If the sample is received and/or additional pertinent info becomes available, a follow up report will be submitted.